Event description:
Boston scientific received info that this implantable right ventricular pacing lead exhibited loss of capture. It was found the lead had dislodged. An invasive procedure was performed. This lead was explanted and placed with a longer lead. It was noted that this lead was damaged during the explant procedure. No adverse pt effects were reported.